Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The complaint was not confirmed, the device did not return and the reporter did not observe the events, and follow-up is not possible without contact details. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that some physicians may have adjusted the power settings on the subject device, potentially increasing the risk of thermal injury to the kidney. It is unknown when the issue occurred. There were no reports of patient harm.